Event description:
Revision of acetabular component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
The patient is (B)(6). An event regarding revision due to acetabular component malposition involving a tritanium shell was reported. The event was confirmed. The provided records were rejected for review by a consulting clinician. Additional x-rays, the initial operative report, and followup notes would be required to provide a meaningful dictation for this case. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Review of the revision operative confirms the reported event. The acetabular component was revised for an indication of "left failed total hip arthroplasty secondary to instability" with the intraoperative finding of a "well-fixed retroverted acetabular component." The root cause of the malpositioned acetabular shell could not be determined due to the minimal information received.

Event description:
Revision of acetabular component.